Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse observed the sorter arm to ensure smooth motion and movement, checked cables, alignments, and all were within specification. The fse also performed further testing and found test cups at the bottom of the sorter that was possibly caused by friction; the test cups may have obstructed the sorter movement in the y direction causing intermittent errors for tips and cup pickups. In addition, fse cleaned, lubricated guide tracks, ran macro picking-up tips, and successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4043) sorter y-axis home overrun cause: the home sensor activated improperly following movement of the sorter y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution contact tosoh service center or local representatives. The most probable cause of the reported event was due to friction of the aia-2000 analyzer.

Event description:
A customer reported error message ¿4043 sorter y-axis home overrun¿ while running quality control (qc) on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.